Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus received a medwatch report that states during an unspecified procedure, the bladder biopsy forceps broke inside the patient's bladder. The surgeon irrigated the bladder with sorbitol. The surgeon then examined the patient¿s bladders and there was no harm and no pieces of the instrument retained. It is unknown if the intended procedure was completed. There was no patient injury reported.